Event description:
It was reported by service report that the shoulder bolt from the base tube weldment is missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.